Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending (lad) artery lesion with 100% stenosis on (B)(6) 2026. A 3x38 mm stent and a 3x48 mm stent were previously placed in the lad, but a dissection was noted distal to the stents. A 2.5x18 mm xience skypoint drug eluding stent was advanced alongside a guiding catheter and a guideliner. However, preparation was not performed, and the delivery system was unable to cross the lesion due to the implanted stents. The stent delivery system and the guide catheter were removed with difficulty, and wire position was lost. After removal, it was noted that the stent was left in the body. The patient was hospitalized and underwent bypass surgery. During the surgery, it was noted that the dislodged stent had attached itself to the previously implanted 3x48 mm stent. Therefore, both the 2.5x18 mm xience skypoint and 3x48 mm stent were removed together, causing the dissection to worsen. The bypass surgery was completed, but the patient's ejection fraction was only 10%. Despite remaining on a heart pump, the patient died on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was not prepped prior to use. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use (IFU) states: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. In this case, the IFU deviation related to incorrect preparation did not contribute to the reported event. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as it is likely the xience skypoint 2.50 x 18 stent interacted with the previously implanted stents causing the reported failure to advance. The device was then removed along with the guideliner with resistance, it is likely the 2.5 x18 xience skypoint continued to interact with the previously implanted stents during removal causing the reported difficulty to remove and subsequent stent dislodgement. The patient was hospitalized and underwent bypass surgery. A conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. A medical review was performed by an abbott vascular clinical specialist. The review concluded that this wass a high-risk and technically challenging procedure resulting to several anatomical and procedural complications. There is no causal relationship between the xience skypoint device and death. Without device analysis, imaging, or objective evidence it cannot be confirmed that the device malfunctioned or that there is a direct mechanism linking the device to the patient¿s death. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.